Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Follow-up #1 date of submission 03/27/2015. Product analysis: the device was returned and evaluated by product analysis on 03/13/2015 with the following findings: the meter powered on to an error-1, sub code-8 alarm. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging an error 1 alarm was unable to be cleared from the meter¿s display. It was reported the issue occurred during bolus. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.